Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a patient came in with pain, the surgeon took some x-rays and observed that nail is broken.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The nail was classified as primary product during investigation. All other returned implants are associated products and will be not considered in the investigation summery. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The investigation revealed that the nail was drill marked within the posterior bridge of the proximal lag screw hole. The posterior breakage line was found within the drill marked area. It is possible that this miss-drilling effect did weak the posterior bridge and caused a notching effect on the lateral side, that favors significant the nail breakage. Miss-drilling could occur in case the target device was pre-damaged or instruments were not assembled correctly; the operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the posterior bridge; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the posterior bridge at the lateral side. After the posterior bridge was full or main partly broken, the anterior bridge followed first step by step than in a rest fracture. The nail broke due to a fatigue fracture. According to the surgeon a delayed union was detected. Delayed unions did also have an adverse effect to the implant and did most likely also contribute to the nail breakage. Delayed unions and intra-operatively implant damages are listed as warnings and adverse effects in the IFU. If the patient was obese or didn¿t follow correctly the surgeon¿s requirements regarding mobilization could not be determined due to missing information. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
It was reported that a patient came in with pain, the surgeon took some x-rays and observed that nail is broken.